Event description:
It was reported that the patient inquired whether a microwave could affect turning on and off the deep brain stimulator. Patient¿s device started turning on and off about a month or two prior to the date of this report. It was noted that right before the event the patient had been to see their healthcare professional on (B)(6) 2014. The healthcare professional had noted that it might be the microwave. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0bh3r, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0bh3r, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).